Event description:
The customer confirmed the reported event (front panel flashes and fails to switch to narrow band imaging) occurred when the device powered on. The procedure was completed using the subject device upon power cycling the device. The customers conditions for cleaning, disinfection, and sterilization include using an alcohol wipe. This report is being submitted for the front panel flashing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3, b5, and d10. Please see updates to b3, b5, d10, h6 and h10. B3/b5/d10: the information included in these fields were inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel was flashing because of a faulty turret motor. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. In addition, high brightness mode failure due to s-socket fatigue was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the will aim pro xenon light source front panel flashes and fails to switch to narrow band imaging. There was no patient harm or user injury reported due to the event.